Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "bilateral capsular contracture baker grade iii." This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, wear abrasion, the weight the device within specification and cloudy color and voids were observed after autoclave. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported "bilateral capsular contracture baker grade iii." This record is for left side. The device has been explanted.